Event description:
The customer reported to olympus that during a diagnostic ultrasound bronchoscopy, this evis eus ultrasound bronchofibervideoscope presented an error b30. The failure occurred at the beginning of the procedure. When connecting the scope, the image was seen correctly, but then the error appeared. The scope was disconnected, rebooted the system and dried well all connections in case they were wet but had the same error again. The procedure was cancelled as there were no other scope available. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. The reported problem could not be reproduced or confirmed. However, the evaluation found distortion in the field masking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since additional information was not obtained, a root cause could not be determined. This supplemental report includes a correction to h4 from the initial medwatch. Also, information added to d8. Olympus will continue to monitor field performance for this device.